Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No data anomaly noted during careerlink download. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pc.ba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection, cracked case at battery tube side. In summary, customer alleged possible over delivery and high bg¿s anomalies not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose as she was about to eat lunch at 12pm. She alleged over delivery because the sensor glucose was not accurate (her blood glucose showed she was low). Customer discontinued the pump and returned it for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia reported with possible overdelivery. The customer reported hypoglycemia treated with glucagon, and glucose/carb intake. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-397a. Troubleshooting was performed for the hypoglycemic event. The customer was using the auto mode/smartguard feature at the time of the event. The customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue use of the device. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.